Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the, user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. According to the analysis, an unknown liquid penetrated the x-ray-tube-housing, causing damage to the emitter's d1 circuit board located there. By whom or by what the system was exposed to could not be determined, however, contamination during cleaning of the system is considered likely. The instructions for use describe in detail that care must be taken to ensure that no liquids penetrate housing parts and how this is to be prevented during cleaning. After an on-site service visit and replacement of the affected component, the system ran as specified and the error has not been reported again. The spare parts consumption and historical data were checked with regard to the aforementioned cause of the fault. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.